Event description:
Due to the joystick malfunction the tdxsiv-hd power chair accelerated by itself causing the user to run into the wall. The users knee hit the doorway causing him to tear his meniscus in his knee. The end user thinks he had a MRI and x-ray at the hospital.